Event description:
The customer reported the ventilator went vent inop and alarmed while in use on a patient. Review of the ventilator diagnostic log indicated the ventilator restarted while in use on the patient. The customer reported there was no patient harm. The respironics service technician reported he was unable to duplicate the customer reported problem, but confirmed there was a diagnostic code in the ventilator log history that indicated a +24 volt failure and a ventilator restart. The vent inop was noted to have occurred upon restart of the ventilator. The service technician replaced the power supply to correct the problem final testing was performed and all tests passed per operating specifications.